Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation and prior to use the nc trek protective balloon sheath was being removed without reported resistance when the balloon became separated off the shaft. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.